Manufacturer narrative:
The wife of a patient reported that the patient experienced a glucose range of 33. Around 2:00 he had a seizure. She called the ambulance at this time and before the ambulance arrived when she checked his glucose readings it was at 44. She stated that when emts got to their home they checked patient's glucose reading and it was at 33. Emts gave the patient an IV glucose treatment and patient also had a peanut butter and jelly sandwich before going to the emergency room. Patient was admitted into the emergency room where he was given more IV treatments. Patient told his wife that he thinks he hit the bolus button when he applied the new v-go by error. The wife said that the family has said that the patient has been doing better since he started the v-go and they saw improvement in his mood. Patient did respond within a few minutes after the IV dextrose was started by the emts and the patient's wife drove him to the ER where he was treated and released he was not admitted to the hospital. There was no allegation of device malfunction. The device was discarded at the hospital. Root cause cannot be determined based upon the information provided.

Event description:
The wife of a patient reported that the patient experienced a glucose range of 33. She stated that this has happened at 2:00am she reported the patient applied the v-go at 10:00pm and ate a banana at 11:30pm. Around 2:00 he had a seizure. She called the ambulance at this time and before the ambulance arrived when she checked his glucose readings it was at 44. She stated that when emts got to their home they checked patient's glucose reading and it was at 33. Emts gave the patient an IV glucose treatment and patient also had a peanut butter and jelly sandwich before going to the emergency room. Patient was admitted into the emergency room where he was given more IV treatments. At this time v-go was discarded and patient's stay at hospital was not for long. Patient's wife was not able to provide insulin lot number and expiration date due to insulin vial currently being inside of ez fill. Pt's wife stated that prior to (B)(6) 2018 patient was diagnosed as type 2 dm and he was not on mealtime insulin only levemir 2x/day but she did not know the doses. The wife stated that bg was fluctuating frequently and during the (B)(6) 2018 visit hcp switched patient to v-go since he did not want multiple daily injections and levemir 2x/day was not adequate for bg control. Patient's wife stated he was misdiagnosed as dm2 should have been dm type 1.5 and she is not sure if they changed the diagnosis to dm1. Patient history also includes not following his diet, not testing bg and he does not have a cgm although his wife suggested it. Currently on v-go 30, 2 clicks at meals and 1 click with a snack. 1 click=2 units. Patient told his wife that he thinks he hit the bolus button when he applied the new v-go by error. The wife said that the family has said that the patient has been doing better since he started the v-go and they saw improvement in his mood. Patient did respond within a few minutes after the IV dextrose was started by the emts and the patient's wife drove him to the ER where he was treated and released he was not admitted to the hospital. There was no allegation of device malfunction. The device was discarded at the hospital.

Manufacturer narrative:
UDI # and expiration date provided, initial reporter corrected, health professional: no checked, non healthcare professional, follow up #1, serious injury, correction/additional information checked, manufacture date provided.